Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump was not returned to animas for investigation. If the pump is returned, an investigation will be conducted and a supplemental report will be filed. The pt's insulin sensitivity factor (isf) and basal rate have been changed since the hospitalization. No conclusions can be made at this time.